Event description:
It was reported that a pump motor stall occurred and did not recover. Device interrogation confirmed the motor stall. The cause of the motor stall was unknown. The pump was explanted and replaced on (B)(6) 2013. The patient had experienced underdose symptoms. Patient outcome was reported as no injury. The device system delivered fentanyl and bupivacaine. It was later reported that the patient was in pain and attempted to deliver a bolus via the personal therapy manager (pmt); however, the ptm showed an error code of 8476 pump motor stall. It was later reported that the patient was experiencing vomiting and agitation for ¿most of the day¿ on (B)(6) 2013. The pump was not audibly alarming but the ptm event logs showed the motor stall occurred on (B)(6) 2013 at 09:27 with no recovery. The healthcare provider (hcp) performed a critical alarm test and could hear the pump alarm. The hcp ruled out electromagnetic interference (emi) and environmental issues. It was later reported that the patient experienced narcotic withdrawal and pain. The cause of the motor stall remained unknown; however, the hcp stated it was not due to an MRI. The patient was reported to have been doing well at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n171047005, implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as a gear train anomaly involving a stall due to shaft-bearing. There were multiple motor stalls and recoveries seen in the event logs. Significant residue and shaft wear was found on the upper shaft of gear 2. Some residue was also found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.